Manufacturer narrative:
(B)(4).

Event description:
The customer reports, at the time of passing PICC, it does not advance until the tip. The device is removed and it is observed the tip of the catheter is damaged (crushed).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed since a correct lot number was not provided by the customer. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports, at the time of passing PICC, it does not advance until the tip. The device is removed and it is observed the tip of the catheter is damaged (crushed).